Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2015. Reportedly, during a follow-up performed on (B)(6) 2021, noise oversensing on both channels was observed during sensing tests. The atrial lead impedance curve showed an increase, but the atrial detection curve was decreasing. Preliminary analysis confirmed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, or pacemaker level; none of them can be confirmed with available data.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The pacing system was implanted on (B)(6) 2015. Reportedly, during a follow-up performed on (B)(6) 2021, noise oversensing on both channels was observed during sensing tests. The atrial lead impedance curve showed an increase, but the atrial detection curve was decreasing. Preliminary analysis confirmed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, or pacemaker level; none of them can be confirmed with available data.